Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. It was also reported that personal profiles were missing from the pump; however the pump failed to indicate a data log corruption. The customer's blood glucose (bg) level was 53 mg/dl. Low bg was addressed by consuming carbohydrates. The customer will continue to use the pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.